Manufacturer narrative:
The technician replaced the ucm board to repair the bed.

Event description:
Info received indicates the functions from the right siderail are not working due to fluid ingress onto the siderail ucm board.